Event description:
On (B)(6) 2016 original knee surgery. On (B)(6) 2016 pt to md office for post op visit. Discovered retained portion of guidewire retained. On (B)(6) 2016 returned to surgery for removal.